Manufacturer narrative:
The investigation is still in progess. A supplemental report will be provided after completion.

Event description:
The consumer reported an unconfirmed false positive result with binaxnow covid-19 antigen self test. No additional information, including patient treatment and outcome was provided.

Manufacturer narrative:
It was initially reported that the consumer reported an unconfirmed false positive result with binaxnow covid-19 antigen self test. Upon further investigation, the consumer was trying to find out accuracy of the test results obtained and if anti-body or other virus can be detected as well. There were no allegations of false positive results,. Customer has no concerns about the product. Therefore, the results are not considered false positive and this event is not reportable.